Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned h3, h4, h6: a review of the device history record. Device history lot part number: pet 30101, lot number: e17di0404 manufactured site: tuttlingen release to warehouse: 26-06-2017 h3, h6: investigation summary background: procedure/surgery name spinal fixation surgery describe event no harm to the patient, slight delay in surgery. During insertion trail cage, the inner shaft broke of this complaint involves one (1) device. Investigation flow: damage visual inspection: the t-handle inserter (p/n: pet 30101, lot #: e17di0404) was returned and received at us cq. Upon visual inspection, the device was missing the pet30101 b plif inserter pin component. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Dimensional inspection: there was conclusive evidence that the returned device was missing a component, so the dimensional inspection was not performed. Document/specification review based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed pet 30101 t-handle inserter sh connection: 12028.02.045, rev. D the device received was missing a component. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the t-handle inserter (p/n: pet30101, lot #: e17di0404). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history batch null, device history review a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Address reported as: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during a spinal fixation surgery, the inner shaft on the insertion trail cage broke. There was a slight delay in surgery and no harm to the patient. This report is for one (1) t-handle inserter. This is report 2 of 2 for (B)(4).